Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking. This occurred before patient use. The device was filled with cytostatic solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from october 24, 2014 to october 25, 2014. Evaluation summary: the device was received for evaluation. Visual inspection noted fluid inside the bag that contained the unit due to an untightened blue winged luer cap. A functional leak test was then performed in which the device was filled with colored water, had its luer cap hand-tightened, and was monitored for leakage until the following day. No signs of a leak were found. The same functional test was then performed except the luer cap was not tightened; the device was found to leak after five minutes. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Leakage due to a malfunctioning or out of specification product was not verified. Should additional relevant information become available, a supplemental report will be submitted.